Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Customer reported a malfunction alarm with the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.